Event description:
Patient advised that her pain level from her injected knee is greater after injection than before. Knees show no visible signs of infection. Pt has already contacted her md. Will be following up with md. Dose or amount: 30mg . Frequency: once time. Route: intra-articularly to each knee. Dates of use: (B)(6) 2017.